Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd prepstain¿ there was cross contamination. There was no report of adverse patient impact. The following information was provided by the initial reporter. The customer stated: "the instrument was dropping specimens. No wrong results were reported to the doctors. No patients were treated based on the results. Samples are not being processed and workflow is not being maintained."

Manufacturer narrative:
H6: investigation summary bd quality has reviewed the complaint, service activities, and adverse event questions. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Complaints received for this device and reported condition will continue to be tracked and trended. Additional investigation will be performed if an actionable level is reached. DHR/bhr review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. H3 other text : see h10.

Event description:
It was reported when using the bd prepstain¿ there was cross contamination. There was no report of adverse patient impact. The following information was provided by the initial reporter. The customer stated: "the instrument was dropping specimens. No wrong results were reported to the doctors. No patients were treated based on the results. Samples are not being processed and workflow is not being maintained."

Manufacturer narrative:
H.6. Investigation: complaint reports leaking issues on prepstain (catalog number 490100) serial number (B)(6). Complaint alleges specimen dripping from diti, no erroneous results or wrong treatment were reported. Service replaced the diti cone grip and realigned the diti. Post intervention the instrument was left operating normally. Root cause is attributed to a faulty diti assembly. This complaint is a confirmed failure of the instrument based on the service investigation. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 07/25/2013. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "diti errors."

Event description:
It was reported when using the bd prepstain¿ there was cross contamination. There was no report of adverse patient impact. The following information was provided by the initial reporter. The customer stated: "the instrument was dropping specimens. No wrong results were reported to the doctors. No patients were treated based on the results. Samples are not being processed and workflow is not being maintained."